Event description:
It was reported that the patient underwent a full spinal cord stimulation explant procedure due to inadequate stimulation.

Manufacturer narrative:
Exact date unknown, event occurred in 2022. Explant date: 2022 additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500 model: sc-8416-50 serial: (B)(6) batch: 21009253.